Event description:
To me, she felt almost transverse to anterior and I think she was in the process of turning at that time. We helped her to bring her legs back and get into a better lithotomy pushing position with a little bit of help; however, decision was then made after discussion with her to consider trying the vacuum extractor. Because this was a malpresentation, I did try times one putting the mushroom cup on. This really would not apply well and popped off quite readily. She did have a large amount of caput. With the next two contractions, was able to pull using the standard soft mity vac cup and brought the head down to the perineum with crowning of the caput nicely. At the point the suction was removed and the patient was allowed to push the remainder of the way. The infant sustained a subgaleal hematoma.